Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee replacement procedure on (B)(6) 2017 and barbed suture was used. During closing of the fascia, the needle popped off of the suture strand by the swage. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
One used needle/suture piece was received for evaluation. During the visual inspection of the used needle, the swage area was as expected. The barrel hole of the needle observed a suture piece still attached to the needle. In addition, marks on the edge body of the needle that appears to be by the use of a surgical instrument and the end of the suture piece damaged (cut) could be observed . The other section of the suture was not returned. No needle pull off was observed, but the suture was observed broken near the swage area and additional testing was not possible to perform. Per the sample condition, it would suggest an improper handling of the sample.